Event description:
A consumer implanted for spinal pain reported that since being implanted they had to recharge too often, it took too long, and they would try to charge the implantable neurostimulator (ins) completely but weren't able to. According to the consumer it took about three to four hours to charge. It was noted that on (B)(6) 2015 the consumer fell in her tub and since then had issues in both legs. The consumer hit her back where the leads were and wasn't sure if the leads had moved or not, and stated this may be why it was taking a longer time to charge, and why they had been having so many issues.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.